Manufacturer narrative:
Dose fluctuations while using the bunnel lifepulse ventilator using high frequency jet ventilation is a known possible occurrence with the noxboxi device. Information about troubleshooting is included in our training and IFU.

Event description:
(B)(6) hospital emailed to report that during nitric oxide (no) therapy at 20 ppm using the noxboxi device a product problem occurred where the dose began to fluctuate. Measured no dose fluctuated from 10-30 ppm with most of the fluctuations occuring at +/-4 ppm of the set dose. The device alarmed correctly for the high and low doses. During the event, the customer reported the patient's spo2 dropped when the measured no was less than 16 ppm. The rm took remedial action to remove the device from the ventilation "circuit". The patient was on a bunnel lifepulse ventilator using high frequency jet ventilation. The ventilator settings were as follows: jet rate 420, pip 36, peep +13, I time 0.20, and fio2 70%.